Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother of a customer reported via phone call of being in the hospital after the pump stopped working. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the customer also received no delivery alarms during normal use and during basal attempts. The customer indicated that the no delivery alarms were resolved by a complete set change and that they were unable to troubleshoot at the time of the call.